Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was not confirmed. The system controller (serial #: (B)(4)) was not returned for analysis; however, the 11v backup battery (serial #: (B)(4)) was returned for analysis. No log files were submitted for review. The 11v backup battery was tested using the investigation reference form and performed as intended. The 11v backup battery returned with a measured voltage of 12.25v. The backup battery was able to appropriately operate the pump for at least 15 minutes and did not cause any atypical alarms to activate during testing. The reported replace backup battery alarm was not able to be reproduced during this investigation. The reported event was not conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was exchanged to resolve a replace backup battery alarm. The system controller backup battery was also replaced. No additional information was provided.